Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01209. It was reported the patient¿s scs system was not providing adequate relief. Reportedly, it was discovered the implanted leads have migrated. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 2 . Reference MFR report: 3006705815-2019-01209. It was reported the patient's leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-op.